Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after a peripheral intervention using an 8f sheath. Reportedly, after step 4, closing the footplate, when performing suture management, the whole suture came out of the access site with the knot. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The malposition is confirmed by the formed knot. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. In this case, it is likely an interaction of the device with patient anatomy, friable vessel, or tensioning angle is not being coaxial due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.